Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2003 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery due to mesh adhered to organ. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted concurrently with cystoscopy due to sui. It was reported that following insertion the patient experienced vaginal, back and pelvic pain, dyspareunia, abnormal discharge and odor, chronic uti¿s, mesh adhering to other organs, numbness in the inner thigh, abdominal and vaginal cramping, erosion and worsened incontinence. It was reported that patient underwent mesh removal on (B)(6) 2014 due to chronic infection, incontinence and dyspareunia. On (B)(6) 2006 patient underwent cystoscopy. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent cystoscopy right retrograde, right balloon urethral dilatation of right ureter, right rigid uteroscope all the way to the kidney followed by insertion of double j stent utilizing fluoroscopic imaging on (B)(6) 2006 due to pyelocaliectasis, ureterectasis, nonmechanical obstruction and ureteropelvic junction.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.